Event description:
N/a.

Manufacturer narrative:
Analysis of production: (B)(4) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (B)(4) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (B)(4) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: after confirming that the battery was defective, the getinge field service engineer (fse) resolved the issue by sending a battery replacement to the customer. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) battery failed to meet runtime requirement. Specifically, the fse found that battery #1 could not pass the battery run-time specification, and ran for only 32 minutes. There was no patient involvement, and no adverse event reported.